Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose displayed "high" on the glucometer. Elevated blood glucose was addressed with a manual injection. System check was being completed with tandem technical support; however, the customer declined to complete the check. Customer cleared the alarm and resumed insulin delivery.